Manufacturer narrative:
The customer's qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The provided calibration data showed alarms. Maintenance was performed on the instrument by the customer. The electrodes were cleaned, and traces of crystallization were observed on the electrodes. The plexiglass and ise sample pipette were cleaned. The dilution cup was cleaned, and a piece of compress was observed on the bottom of the cup. The customer's calibration and qc were acceptable after maintenance was performed. After maintenance was performed, no issues were reported by the customer. The investigation determined performing maintenance resolved the issue.

Event description:
There was an allegation of questionable ise indirect k for gen.2 results for 1 patient on a cobas 8000 cobas ise module. The initial result was 7.9 mmol/l. The repeated result was 4.0 mmol/l. The results were not reported outside of the laboratory. The electrode lot number and expiration date were requested, but not provided.